Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based the returned product. Section d4 (expiration date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor not being properly inserted. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned puck and did not observe any evidence of misuse or abnormalities. The returned puck was de-cased and observed no issues with the puck's components or sensor flag. Performed an source measure unit (smu) test indicating no accuracy issues with the puck. And observed the puck move to state 4 (indicating an active paired). No evidence of a product malfunction was observed during the investigation. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.